Event description:
The user facility reported that during a patient procedure their exacto cold snare inadvertently came out of the catheter sideways resulting in a superficial lesion on the patient. The exacto cold snare was removed. The procedure was completed successfully.

Manufacturer narrative:
The device subject of the reported event was disposed of and cannot be returned for evaluation. Forty-four unused devices from the same lot were returned by the customer for evaluation. The quality systems specialist chose a random sample of thirteen devices to check the workability/function of the returned products. All thirteen devices deployed and retracted without issue. The instructions for use packet (IFU 732260) states that the following conditions may not allow the device to perform properly: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed by steris quality and no abnormalities were identified. A complaint review indicates this to be an isolated event. There have been no other complaints associated with this lot. Steris offered in service training on the proper use and operation of the exacto cold snare, however the user facility has declined. No additional issues have been reported.